Manufacturer narrative:
Itotal impactor handle broke while the surgeon was impacting the tibial and femoral implants. The surgery was completed successfully. Review of the device history record indicates that the device manufactured to specification.

Event description:
Itotal impactor handle broke while the surgeon was impacting the tibial and femoral implants.